Event description:
Health care professional reports 5 incidents of loose connections between the transfer set and the quinton catheter adapter. This is noted before and during use. There is a leak each time. Prophylactic antibiotics are given with no resulting pt injury.